Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The product has not been returned, and reproduction of the phenomenon, ¿image uptake (taking still pictures) is interrupted", has not been confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii video system center was only capturing images intermittently during an unspecified procedure. According to the initial reporter, there was no patient harm reported from this event. Additional details relating to the patient and the event have been requested but we¿re unknown by the initial reporter there was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.